Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of a misidentification of a candida albicans atcc 14053 strain as candida famata when testing with vitek® 2 yst ID test kit (ref. 21343, lot 2430411403). An investigation was performed. Using vitek2 (v7.01), tests were performed from sda subcultures under aerobic atmosphere as recommended. Two (2) yst card lots (customer lot 2430411403 and random lot 2430385203 ) were tested twice with the customer strain and the internal reference strain. All biochemical tests were conforming with both strains tested. An identification of c. Albicans was obtained as intended. The customer misidentification to c. Famata or "unidentified results" was not reproduced in-house on either lot. The vitek 2 yst lot 2430411403 performed as intended and no further action is required.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a candida albicans atcc 14053 strain when testing with vitek® yst ID test kit (ref. 21343, lot 2430411403). Vitek® 2 obtained an identification of candida famata. There is no indication from the laboratory that the discrepant qc result led to any adverse event related to any patient's state of health. There was no patient directly associated with the qc strain. A biomérieux internal investigation will be initiated.